Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. Subsequently, the pump shut off due to battery depleting. In addition, it was reported that the pump battery gauge went from 40% battery life to 5% then increased to 40%. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.